Event description:
It was reported via repair work order that the casters are worn which reduced braking force of the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.